Event description:
It was reported that the patient was shocked three times when she leaned against her kitchen counter. The shocking occurred while stimulation was turned on. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4)